Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. The annulus was noticed to be damaged, not rounded. It is probable that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus and reported fractured guidewire. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on the console. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02623. It was reported that rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. A 1.50mm rotalink¿ plus was advanced to the intended treatment site; however, it was unable to cross the lesion. The 1.5mm rotalink plus was exchanged for a smaller 1.25mm rotalink¿ plus, which was able to cross the lesion successfully. The 1.25mm rotalink¿ plus was then exchange to a 1.50mm rotalink¿ plus. During the second or third ablation, the cover of the advancer separated. The physician tried to remove the device and replace the rotawire, when it was noticed that about 10mm of the rotawire tip detached slightly in the lad peripheral. Ablation was not completed due to this issue. The detached fragment was left inside the patient. The patient is under follow up observation. No further patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02623. It was reported that rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. A 1.50mm rotalink¿ plus was advanced to the intended treatment site; however, it was unable to cross the lesion. The 1.5mm rotalink plus was exchanged for a smaller 1.25mm rotalink¿ plus, which was able to cross the lesion successfully. The 1.25mm rotalink¿ plus was then exchange to a 1.50mm rotalink¿ plus. During the second or third ablation, the cover of the advancer separated. The physician tried to remove the device and replace the rotawire, when it was noticed that about 10mm of the rotawire tip detached slightly in the lad peripheral. Ablation was not completed due to this issue. The detached fragment was left inside the patient. The patient is under follow up observation. No further patient complications reported.